Event description:
It was reported that guidewire detachment occurred. There were two 3 025/180 platinum plus guidewires used during a peripheral procedure. However, both devices were separated 5 cm from tip. The procedure was completed successfully. There were no patient complications reported.

Event description:
It was reported that guidewire detachment occurred. There were two 025/180 platinum plus guidewires used during a peripheral procedure. However, both devices were separated 5 cm from tip. The procedure was completed successfully. There were no patient complications reported. It was further reported that the 90% stenosed target lesion was located in a mildly tortuous and non-calcified vessel in the left kidney with an indwelling balloon expandable uncovered stent in the left renal ostium that had been placed and partially mangled by another proceduralist a few months earlier. Irregular fluoroscopic appearance prompted the removal of the wires, at which time the separation was noticed. The devices were carefully withdrawn from the inside of a high-flow renegade microcatheter under fluoroscopic guidance to ensure that the tip was not left behind inside the patient.